Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, while working on esophagus, the insulation on the lower jaw got disengaged. The device was used to insert and remove gauze on 12mm trocar, but the device was not used on the 5mm trocar. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and the seal plate was lifted up from the device jaw. The reported condition was confirmed. The investigation found the bottom jaw overmold was damaged and the bottom jaw seal plate was lifted up from the jaw. The damage to the jaw's overmold and seal plate likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The information for use (IFU) states, close jaws using device lever before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.